Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure with a 7f sheath. Reportedly, the foot plate was unable to fully close. The plunger was then pulled tight, the suture link was only noted on the long needle, and foot plate lever was able to be lowered. The device was then removed from the anatomy. It was noted the knot was still in the device at time of removal. The physician then observed that when operating the lever, only the anterior foot moved. The foot plate was pulled on with forceps to see if it was stuck in the device. However, the posterior foot plate could not be found and the location of it is unknown. Manual compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The material separation was confirmed. The difficult to open or close was not confirmed. The mal position of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent patient effects appear to be related to circumstances of the procedure. In this case, a posterior needle to cuff miss occurred followed by the foot surfing distally and dislocating from the guide during closure. This can occur if the foot captures tissue during closure. The foot separation may have occurred prior to the deployment, during deployment, or during the attempt to close. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.